Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is most likely attributed to wear and tear. The autopulse platform was manufactured in february 2009 and is almost 15 years old, well beyond its expected service life of 5 years. Visual inspection revealed that the top cover was cracked, and the front enclosure was damaged with a broken screw holder. These observed physical damages were unrelated to the reported complaint and are attributed to user mishandling. The top cover and front enclosure were last replaced during servicing at zoll in december 2021. The damaged covers will be replaced to address the observed issues. Reviewing the archive data showed a system error, 139 (unable to hold compression position), confirming the customer's reported complaint. Further review of the archive data showed user advisory ua17 (max motor on time exceeded during active operation), unrelated to the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. Investigation revealed that the drivetrain motor brake gap was too wide, out of specification. This was determined to be the root cause of both the system error and the ua17 advisory message, which occurred prior to the system error. The brake gap was adjusted within the specification to address the issue. The autopulse platform passed all subsequent functional tests without any fault or error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**